Event description:
New claves caused leaking from central line. Pt had drop in blood pressure while on pressors and upon assessment drug was leaking at clave attachment site. Clave changed with no leaking noted and bp corrected per rn.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Manufacturer narrative:
Correction: imdrf annex e code updated.

Event description:
No additional information.